Event description:
It was reported that a patient returned with 43 remaining out of a 115ml bag, original programming 115ml x 46 hours at 2.5 mlhr, pump indicated that the reservoir volume was 0. No patient injury was reported.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problems were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tampered seal label was missing. Battery door missing, compartment damaged/ cracked. Lcd (liquid crystal display) lens screen cracked. The pump functional testing found 3 delivery accuracy tests showed no issue with the delivery accuracy. The complaint could not be duplicated. No problem found. The pump battery compartment visual evaluation found physical damage.battery compartment was damaged. Battery separator missing. The root cause of this reported issue was customer induced. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.